Event description:
It was reported by service report that the nurse call was not working. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: dip switches on the cpu boards were configured incorrectly. Conclusion: dip switches reconfigured.